Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Scorpio replacement instrument issue: the anterior skim cutting guide was loose in the a/r femoral alignment guide and was unable to be tightened to hold. Replacement instruments being used for the first time.